Event description:
Ni/ni/ni - pt underwent a recurrent hiatal hernia repair. On (B)(6) 2012 - pt underwent a laparoscopic mesh augmentation procedure. The graft was fixated to the diaphragm only. On (B)(6) 2012 - pt death by cardiac tamponade as a result of an injury to the right coronar arteria.

Manufacturer narrative:
No device malfunction was reported. Based on the info provided, it is believed by the user that the device may have been brought into contact with the vascular structure. No complications were reported during the case. Post-operatively, the pt experienced complications and died. The IFU contraindications include to "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as nerves, vessels, viscera or bone. Use of the permasorb disposable fixation device in the close vicinity of such underlying structures is contraindicated." A death certificate or documentation indicating cause of death were not provided. Additionally, no sample was returned for eval. With the available info, no device failure occurred with the permasorb fixation device.